Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was confirmed through pump power up test. An error displayed when device was powered on. The root cause of the issue was a defective printed wiring assembly (pwa). The pwa was replaced to fix the issue and the device booted normally without errors. Further investigation identified that the motor odometer was unknown. The motor was replaced as preventative maintenance measure and was also reset to zero. The downstream occlusion (dso) and upstream occlusion (uso) sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 45639. There was no patient involvement, no patient injury was reported.